Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient was still feeling stimulation in her vaginal area even though she had turned the implant off two weeks ago. The patient was asked to sync with the patient programmer (pp) but she kept getting the pp battery replacement icon. The patient changed the batteries and stated therapy was on program 4 set at 4.9v. The patient was then assisted in turning therapy off and recommended the patient see the healthcare professional if they feel stimulation when the therapy is off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.